Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately calcified and severely tortuous lesion exhibiting 70% stenosis located in the proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed using a 3.00x30mm stent. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury.

Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. There was no deformation evident to stent. Slight deformation was evident to the distal tip consistent with use of the device. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.